Event description:
While the surgeon was trying to fire the endoscopic multiple clip applier. The jaws of the device failed to open so that the staples could be appropriately pre-loaded. As a result the staples were coming out of the device partially closed. This led to failure of the vessel ligation.